Event description:
The customer reported that the system was giving a stator not on error during boot up. Sometimes it also gives a filament regulator failure error message.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep troubleshot the unit. He first tried to lay new high voltage cable assembly along the system and used it to bypass the existing cable. The high voltage cable is good "stator not on" problem still persist. He troubleshot the system and found a possible bad filament regulator board and replaced the filament regulator board and the stator not on error is not present but got a collimator stuck error. He performed a collimator calibration and it is working ok. The system operates as intended.